Manufacturer narrative:
(B)(4). The customer returned one connector assembly and a lidstock for analysis. Signs-of-use in the form of dried biological material were observed on the connector assembly juncture hub. The catheter body was not returned. Visual analysis of the connector assembly revealed that the venous (blue) extension line luer hub was cracked. This crack is consistent with damage from over-tightening the luer hub. No other defects or anomalies were observed. The connector assembly was leak tested by attaching a 10 ml lab syringe filled with water to each luer hub and depressing the plunger. When the venous line was tested, water leaked out of the crack in the luer hub. Testing the other extension line did not reveal any leaks. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure". The report of a cracked luer hub was confirmed by complaint investigation. The venous extension line contained one crack on the luer hub. This crack is consistent with over-tightening the luer hub. A device history record review was performed with no relevant findings. Based the sample received and the report from the customer , unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the luer hub was found broken during patient hemodialysis.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the luer hub was found broken during patient hemodialysis.